Event description:
Related manufacturer report number: 2017865-2022-00208. During an in clinic follow-up, low sensing and high capture threshold was observed on the right ventricular (rv) lead. Additionally, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging confirmed rv and lv lead dislodgement. The physician suspected twiddler's syndrome to be the cause of the event. The rv lead was repositioned and the lv lead was deactivated as a new lead was unable to be implanted due to vein thrombosis. The patient was in stable condition following the procedure.